Event description:
It was reported that during the pump replacement procedure, the hcp (healthcare provider) found white substance in the pocket and stated that it appeared that the catheter connector ¿disintegrated¿. The pump and catheter were replaced. Prior to replacement, the pump was delivering dilaudid 10 mg/ml at 4.64 mg/day. Following the replacement, they wanted to decrease the dose of the dilaudid to .2 mg/day. It was later reported that when the pump pocket was opened it appeared that the catheter connector had disintegrated and occluded the flow of medication into the catheter. The white substance appeared to be catheter around the connection port. When pump was disconnected from catheter by physician there was no back flow of csf (cerebrospinal fluid) and the catheter appeared blocked with the white substance. The patient had no symptoms or complications associated with the event. The patient was admitted for observation after the system replacement and the daily dose was lowered. It was later reported that the device system was delivering dilaudid and bupivacaine. The pump eri (elective replacement indicator) was less than one month. The pump was being prophylactically replaced to avoid in-vivo battery depletion. The existing catheter did not drip, nor could it be aspirated for csf. The physician thought that the patient had been getting drug in the pocket instead of intrathecal. The patient had not had any change in therapy prior to the pump and catheter replacement. The new drug concentration was going to be 2mg/ml with a starting dose of 1 mg/day. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# j11010r34, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter (unknown) found coring/tears/cuts in seal of the sc connector. It was noted upon inspection a deep, circular coring could be seen in the bottom of the cup of the sc connector of segment 1 consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing showed the sc connector to be leaking, most likely due to the coring that was seen. Analysis of the pump showed there were no anomalies seen in the logs except for a normal eri that occurred. The pump passed all non-destructive lab testing. Since the pump passed all non-destructive testing and had clean logs, it had been decided that no destructive testing needed to be performed. Analysis of catheter ((B)(4)) found acceptable testing. Catheter was incomplete and returned in segments. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.